Event description:
(B)(6) health received a report that a patient was extubated and reintubated with a 5.0 endotracheal tube at 6:30 pm on (B)(6) 2015. About 24 hours later, a slow leak on the microcuff was confirmed with a cuff manometer. The clinicians had been maintaining cuff pressures between 18-20/m h20. The patient was sedated, restrained and the pilot line on the microcuff was clamped. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated; results: no results available since no evaluation performed; conclusion: device not returned. The actual complaint product was not returned for evaluation. A review of the device history records has been completed. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. (B)(6) health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident is documented in the (B)(6) health complaint database and identified as complaint comp-(B)(4).